Manufacturer narrative:
The device was returned to olympus for inspection but the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light guide rod lens had foreign materials. A root cause could not be identified. Based on the results of the investigation, a likely cause of the foreign material that remains on the light guide lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope´s picture started to show streaks and eventually cut out. Patient involvement is unspecified.